Event description:
The manufacturer received info from a third party service ctr alleging a ventilator was continuously alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device would not power on and alarmed continuously. The device's system board was replaced to address the issue.